Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient advised their "surgery scar is not healing," and had removed the lifevest. It is unclear if the wound was open or if the lifevest was exacerbating the area. Reporting out of abundance of caution. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. There is no indication that the patient received medical intervention for the irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.